Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Date settings on the receiver, by patient, incorrectly has year as 2012. Data received (B)(4) 2013 confirms an inaccurate blood glucose reading for sensor inserted (B)(6) 2013.